Event description:
Citation: antoine khalil, et al. Pulmonary artery occlusion with ethylene vinyl alcohol copolymer in patients with hemoptysis: initial experience in 12 cases. Ajr 2012; 198:207-212. January 2012, volume 198, number 1 http://www.ajronline.org/doi/abs/10.2214/ajr.10.5370. The following report was received by medtronic (covidien) through review of literature: one patient had recurrence of hemoptysis 3 months after initial treatment with onyx due to systemic hypervascularization related to the presence of onyx in the necrotic area of the lung and sequelae of pneumonia and required emergency surgery. The patient was treated by bronchial artery embolization for the first occurence.

Manufacturer narrative:
The article that used to create this report can be found at http://www.ajronline.org/doi/abs/10.2214/ajr.10.5370. The device will not be returned for evaluation as it was consumed in the event. Based on the reported information, there did not appear to have been any defects of the devices during use. The events occurred in the patients post procedure and their causes were unknown. The lot history record review was not possible since the lot number was not reported. (B)(4).